Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the failure of single point load cell #1. The cracked front enclosure and load cell failure were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed user advisory (ua) 07; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The over-reporting single point load cell #1 was replaced to remedy the complaint. Following service, the autopulse platform passed the load cell characterization check without issue. The platform also passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2022. Load cell #1 was replaced to remedy the (ua) 07.

Event description:
The autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.